Event description:
It was reported to medtronic neurosurgery that during the surgery, the doctor allegedly found delta chamber leakage.

Manufacturer narrative:
The valve was patent. It did not meet requirements for leak testing as the top edge of the delta chamber was ripped. It is unk how or when the damage occurred. The device also did not meet specifications for siphon testing or reflux testing. All requirements for pressure-flow and preimplantation testing were met, except for the (B)(4). The instructions for use that accompany the device caution that care should be taken when handling the valves as silicone has a low cut and tear resistance. A review of the mfg records show no anomalies. All of our valves are 100% tested at the time of manufacture. No impact to the pt was reported.